Event description:
It is reported that a customer stated that they do not like the enlite sensor on their insulin pump. The patient's blood glucose level was not recorded. The customer declined any assistance over the phone. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.